Event description:
It was reported the pt's scs ipg pocket site was relocated due to the pt experiencing discomfort at the pocket site.

Manufacturer narrative:
This ipg serial number was include in a filed advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.